Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure occurring in two products (iagbc) in a row. After venipuncture for a patient, the hcp pressed the button to retract the needle but the safety mechanism was not activated, resulting in a failure to retract the needle. In the second product, the same issue occurred and the needle was not retracted. These two used actual samples and 120 unused products from the complaint lot will be returned for investigation.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure occurring in two products (iagbc) in a row. After venipuncture for a patient, the hcp pressed the button to retract the needle but the safety mechanism was not activated, resulting in a failure to retract the needle. In the second product, the same issue occurred and the needle was not retracted. These two used actual samples and 120 unused products from the complaint lot will be returned for investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 9/21/2021. H.6. Investigation: one hundred and two (102) unopened units, two (2) used un-retracted units, and eight photos were received by our quality team for evaluation. Upon inspection of the customer photos and two used units, it was identified that one unit has the button pressed and the retraction did not appear and the button on the second unit cannot be engaged to release the hub. A microscopic inspection of the two units revealed that adhesive is present between the hub and grip on the engaged unit and between the button and hub on the other. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. This type of defect requires 100% testing up to seventy-six units. Seventy-six units were pulled and tested for retraction. One unit was found to be unable to retract after the button was engaged. It was found that this unit has adhesive between the grip and needle hub resulting in retraction failure. Adhesive on the outside of the hub may occur due to station or part misalignment or adhesive buildup on the nozzle.